Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an compromised force sensor system during basic occlusion test and prime test due to protruded loose drive support disk. No moisture damage inside reservoir compartment was noted. The insulin pump was received with minor scratched liquid crystal display window, broken belt clip slot at battery threads area and cracked reservoir tube lip.

Event description:
Customer reported that insulin was squirt out of the infusion set during manual prime and he is unable to fill the cannula. Customer did not noticed any gap between the piston and reservoir stopper during prime. Customer connected a new infusion set to the reservoir and was instructed to hold the act button until insulin begins to exit the tubing; customer stated insulin did not continue to drip after letting go of the act button and the motor did not slow down nor did numbers ramp up on the screen. It was unable to check for error alarms in the alarm history due to the device being stuck on the rewind loop. The drive support cap is loose. Blood glucose value was 82 mg/dl. Nothing further reported.